Event description:
It was reported that the patient experienced diaphragmatic stimulation when the pulse generator atrial paced due to atrial lead dislodgement. The pulse generator was programmed vvi and the lead was abandoned.

Manufacturer narrative:
Na